Event description:
It was reported during procedure, the loop of the core wire stretched and broke off in tortuous anatomy. The physician unsuccessfully attempted to retrieve the broken tip using a snare device. The tip of the device was unable to be retrieved. The patient was reported to be stable post procedure.

Manufacturer narrative:
Product available to stryker: corrected. Device evaluated by mfg: corrected. The device history record review confirmed that both devices met all material, assembly and performance specifications upon their release. Visual analysis of the returned device confirms the retriever had a clean break through the core wire proximal to the helical section. The proximal coils were also noted to be stretched. Based on the information received and analysis of the returned device, it was determined procedural factors caused the performance of the device to be limited.

Event description:
It was reported during procedure, the loop of the core wire stretched and broke off in tortuous anatomy. The physician unsuccessfully attempted to retrieve the broken tip using a snare device. The tip of the device was unable to be retrieved. The patient was reported to be stable post procedure.

Manufacturer narrative:
Scanning electron microscopy (sem) analysis of the fractured corewire surface revealed ductile fatigue. Spherical dimples were found to be distributed throughout the entire fractured surface and showed no specific pattern; indicative of a tension overload. This means significant force was applied to the wire that subsequently caused the wire to fracture. Based on the information provided and analysis of the device, it is likely procedural factors caused the performance of the device to be limited. Therefore a root cause of operational context was assigned.

Event description:
It was reported during procedure, the loop of the core wire stretched and broke off in tortuous anatomy. The physician unsuccessfully attempted to retrieve the broken tip using a snare device. The tip of the device was unable to be retrieved. The patient was reported to be stable post procedure.